Manufacturer narrative:
The hospital discarded the lead and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day post implant. A revision procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.